Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-650a-1344: the metal and glass cap are attached to fiber; the fiber exhibits minimal signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, the product complaint "tip came off" could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure after two minutes of use the "tip of fiber came off into bladder". The physician retrieved the tip from inside the patient. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "patient was successfully treated" and the case was completed "without any issues".